Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. During the first visit to the emergency room, they adjusted her warfarin. At the second visit, they placed a suture close to the area that was bleeding. On (B)(6) 2014, the end-user was seen by a wound ostomy and continence nurse (wocn) who measured the stoma and determined that her product was too small. The nurse sent a larger moldable product that was more flexible and instructed the end-user to re-measure her stoma regularly. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
In (B)(6) 2014, it is reported that a paraplegic end-user with a diverting colostomy underwent a colonoscopy and experienced episodes of bleeding from her stoma that were severe enough to cause her to go to the emergency room twice.